Manufacturer narrative:
Manufacturer's report date: 03/12/2014. Internal file no: (B)(4). Devices not received, lot review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Nurse reported the isuprel was started at 60ml/hr and was found free-flowing. There was no pt harm or medical intervention. The customer stated that no additional event or pt info is available. Biomed tested the pump and it passed all asm testing. Biomed then ran a test infusion at 60ml/hr for one hour and it ran within specification. Biomed is requesting an event log review to check the programming.